Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a pre-operative check prior to a device change out this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low, left ventricular (lv) out-of-range pacing impedance measurements, measuring less than 200 ohms. Additionally, there were observations of noise. Technical services suspects that it was electromagnetic interference (emi) and suggested to unplug the cautery grounding pads. Once the cautery pads were disconnected all measurements were good. At this time, the device was successfully explanted and replaced, and the lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a pre-operative check prior to a device change out this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low, left ventricular (lv) out-of-range pacing impedance measurements, measuring less than 200 ohms. Additionally, there were observations of noise. Technical services suspects that it was electromagnetic interference (emi) and suggested to unplug the cautery grounding pads. Once the cautery pads were disconnected all measurements were good. At this time, the device was successfully explanted and replaced, and the lv lead remains in service. No adverse patient effects were reported.